Event description:
It was reported that during routine follow-up this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The patient was noted to be pacemaker-dependent. The crt-p had three years of remaining expected longevity, and all lead parameters were within normal limits. The physician planned to have the patient follow-up in three months. The crt-p remains in service. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected or data analysis identified potential high impedance within the battery. Device replacement was recommended. Or continued monitoring was recommended. This device was explanted and returned for analysis. Or the device will remain implanted and the patient will be monitored at this time. No additional adverse patient effects were reported.